Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the implantable cardiac monitor exhibited a false pause episode due to undersensing. The undersensing was suspected to be due to positional undersensing or a telemetry anomaly. No intervention was reported. The patient was stable.